Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a microbore extension set, 6 inch, clave connector, prepierced t-site where it was reported a new intravenous (IV) site was started on an infant. Within 30 minutes, the IV hub (microbore extension set 6 inch clave connector, pre-pierced t-site) was leaking. The IV insertion site was intact, but fluids were leaking around the hub. IV was redressed and flushed with new IV hub and issue did not happen again. No harm was reported.